Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned.

Event description:
It was reported the lead was explanted and replaced due to dfts. It was further alleged by an attorney the patient "experienced injury" due to the lead. No further patient complications were reported as a result of this event.